Manufacturer narrative:
The manufacturer received information in relation to a dreamstation avaps30 unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation dreamstation avaps30. The device was returned to third party service center. The service center reports that the device cannot be powered on and the unit's power surface is corroded with corrosion on metallic surfaces found at evaluation. In addition, dust/dirt contamination was found and unit scrapped.